Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable low elecsys ft4 iii assay results for 1 patient sample tested on a cobas 8000 e 602 module. The initial ft4 iii result was <0.5 pmol/l. The sample was retested and an ft4 iii result of <0.5 pmol/l was obtained again and was released to the physician. On the day of the event, a corrected report with an ft4 iii result 25.7 pmol/l was issued. No further details were provided. There was no allegation of an adverse event. The ft4 iii reagent lot was 304692 with an expiration date of 31-jan-2019. Analysis of the calibration and alarm history gave no indication of an issue. A general instrument or reagent problem could not be identified. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
Relevant test/laboratory data was updated. The customer was using 13 mm sample tubes but was not using required rack adapters.